Event description:
Arjohuntleigh has been informed about the incident where a resident has had her shin skinned while using the sara plus. The lift has been used as it should. Resident has apraxia and aphasia and an old age. Ref MFR report 3007420694-2014-00055.